Event description:
It was reported that the atrial output connector was broken. It was further reported that the back case was broken. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lower case was broken and contaminated, and the atrial output connector was broken. It was also noted that the upper case was broken and contaminated, the battery release, both bail covers, ring cover, heart block, main seal, both bails and battery drawer were contaminated, the lead flex cover was corroded and contaminated, the battery contacts were compressed, and the display screw was not the correct part.